Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported large air bubbles in the tubing. The customer reported having rewound the insulin pump with a reservoir in place. The 24 hour helpline assisted, but could not remove the air bubbles from the tubing. The customer was advised to discontinue use of the set and reservoir and to return them for analysis and replacements. The customer's blood glucose value was over 600 mg/dl. No further information was provided.